Event description:
It was reported that a patient was revised approximately four years and six weeks post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-00401, 3007963827-2024-00028, 0002648920-2024-00032. D10- medical product : articular surface size ef 12 mm height item# 00596403212 lot# 64066055. Femoral component option size e right item# 00596401552 lot# 64241488. Stemmed nonaugmentable tibial component option cr/ps/lps size 4 item# 00598603702 lot# 64210105. G2- united kingdom. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined that there are no allegations of malfunction against the patella. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that there are no allegations of malfunction against the patella. The initial report was submitted in error and should be voided.